Manufacturer narrative:
No button error alarm occurred during testing. However, there was no response from the act button due to corroded keypad traces. There were no unexpected numbers ramping or scrolling during testing. No moisture damage was found on electronic assembly during visual inspection. The insulin pump was received with minor scratches on the lcd window, a cracked case at a corner of display window, cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was not known. The insulin pump had possibly been exposed to perspiration. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.